Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in clinic follow-up, there was post-paced t wave oversensing (pptwos). Technical support was contacted and programming was performed to resolve the issue. The patient remained stable and there were no adverse consequences.